Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the proximal segment was returned for analysis. The outer insulation had cosmetic depressions.

Event description:
It was reported that the right ventricular (rv) lead had an apparent lead fracture; therefore, the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.